Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the pancreaticoduodenal artery using a penumbra smart coil detachment handle (handle), penumbra smart coils (smart coils), and a non-penumbra microcatheter. During the procedure, the physician attempted to implant a smart coil using the handle but was unable to detach the coil after several attempts were made. Therefore, the smart coil was detached manually. No additional coils were required; therefore, the procedure was completed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned handle could not confirm the reported complaint. During functional testing, the handle was tested with a handle test fixture and performed within specification. The handle was able to detach a demonstration smart coil without an issue. No damage was observed on the handle. Penumbra handles are visually inspected and functionally tested during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.